Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided info concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a patient had a surgery over a year ago. The patient's spine was damaged during the surgery. Zimmer product was used during the surgery. It is believed that the zimmer product was screws and the universal clamp. Subsequent to the operation, patient had an hypoxic event such as a stroke or embolism.